Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated and the contrast and brightness were adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system produced poor image quality that were grainy and uninterpretable. There is no report of injury or death associated with the event described in this complaint.